Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a self-initiated factory reset and the first meal announcement thereafter, with blood glucose initially at 306 mg/dl and decreasing to 204 mg/dl during the call as the device delivered corrections. Symptoms included elevated blood glucose. Outcomes included improvement of glucose into range after correction doses and education provided on post¿factory reset bolus behavior based on initial weight as the system relearns insulin needs. Investigation included customer care troubleshooting and user education. Investigation of this case revealed that hyperglycemia occurred in the context of a recent factory reset and early adaptive dosing, with the device functioning as designed and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.